Event description:
Surgeon was using peanut sponge and noted small speck of radiopaque blue fiber separated from the sponge and was in the incision. The surgeon was able to retrieve the fiber but was concerned and requested follow up regarding contamination of surgical incision.